Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Reportedly, the customer's wife gave the customer glucose tablets to address the bg level. The cause of the low bg was unknown. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding the bg level.